Event description:
It was reported that a patient was treated for a left iliac aneurysm with a gore® excluder® iliac branch endoprosthesis on (B)(6) 2022. The patient tolerated the procedure. On (B)(6), CT imaging appeared to show that the contralateral leg was separated from or was not placed optimally in the iliac branch component, causing a type iii endoleak. Patient imaging has been received. The endoprostheses are planned to be relined on (B)(6) 2022.

Manufacturer narrative:
Gore® excluder® aaa endoprosthesis - sn (B)(4), gore® excluder® aaa endoprosthesis - sn (B)(4), gore® excluder® aaa endoprosthesis - sn (B)(4), gore® excluder® iliac branch endoprosthesis iliac branch component - sn (B)(4). Device remains implanted and is unavailable for manufacturer evaluation. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient was treated for a left iliac aneurysm with a gore® excluder® iliac branch endoprosthesis on (B)(6) 2022. The patient tolerated the procedure. On (B)(6) 2022, CT imaging appeared to show that the contralateral leg was separated from or was not placed optimally in the iliac branch component, causing a type iii endoleak. A reintervention was performed on (B)(6) 2022. It was determined the patient actually presented with a type ii endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: imaging provided is an arterial phase, post-implant cta. Non-con and delay phases not available. There is < 1 cm of overlap between the distal end of the contralateral limb and the proximal end of the ibe component. There is a contrast-like density present outside of the device, cannot confirm contrast without a non-contrast CT available for comparison. However, if contrast could be confirmed, this would be consistent with the reported type iii endoleak, likely due to the lack of overlap between components. There are patent lumbars present at the level of the implanted device. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.